Event description:
Pharmacy technician was compounding a chemotherapy infusion when a syringe (monoject 20 ml) that had been filled with irinotecan split open and sprayed her with the contents. It appears that there was a hairline fracture that ran the length of the syringe. The defect was not visible until after the syringe burst. Due to contamination with hazardous drug, the syringe was discarded in a hazardous waste receptacle. The outer wrapping was kept to record the lot number. This was a monoject 20 ml syringe with luer-lock tip ref 1182000777. Lot number 118322x. No expiration date is noted on the packaging. Made in the USA by (B)(4). FDA safety report ID # (B)(4).